Manufacturer narrative:
The suction was returned to the manufacturer for analysis. When connected to a known good system the returned malleable suction was identified but would not track returning only a red status. A check of the em interface showed that all three coils were dead. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a damaged instrument. The malleable suction was being used in a functional endoscopic sinus surgery (fess) case and had no issues. Then the surgeon needed to bend the tip and once he bent the very end, he was not able to track the instrument any longer. They opened another malleable suction and it tracked without issue. There was no delay to the procedure and no reported impact on patient outcome.